Event description:
It was reported that the trial liner plastic broke. Also the threads on the rejuvenate extractor threaded as well.

Manufacturer narrative:
Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate reported events where the extractor would not securely lock to the stem or where the locking feature was returned damaged. Corrections in place for design revision.

Event description:
It was reported that the trial liner plastic broke. Also the threads on the rejuvenate extractor threaded as well.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual and functional tests were performed. The visual inspection indicated that the device was impacted causing the bend in the locking knob. Functional tests show that the device can no longer function properly due to the bend. Dimensional and material tests were not performed as there was no indication that the issue is related to a manufacturing or material issue. No medical records provided. The results of the investigation indicate that the surgical protocol was not followed. The marking around the locking knob concluded that there was most likely impaction of the knob, which is warned against in the surgical protocol. Also there is no indication that the event is related to a manufacturing issue. The reported event regarding worn threading involving a rejuvenate stem extractor was confirmed.

Event description:
It was reported that the trial liner plastic broke. Also the threads on the rejuvenate extractor threaded as well.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.